Event description:
The complainant reported that during an impella cp implant to a patient undergoing a high-risk percutaneous coronary intervention (pci) for mechanical circulatory support, the 14 french long sheath bent, cracked upon insertion to the heavily tortuous and calcified vessel. Consequently, the physician switched to a cook 14 french sheath, and the impella cp was successfully implanted without further incident. There was no report or indication of adverse effects to the patient as a result of this event. The pci was completed and the patient was hemodynamically stable at the end of the case and on no drips. The patient was extubated and sent to the unit for recovery.

Manufacturer narrative:
The introducer was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. During device insertion procedure, 14fr long sheath bent/cracked upon trying to insert in heavily tortuous & calcified vessel. Procedure completed with third party sheath per physician preference without further incident. The introducer was returned. Data logs are not applicable to introducer damage. The returned introducer showed a kink near the proximal end of the sheath. The cause of the introducer damage - mechanical was an introducer sheath kink shown on the returned product. D6a and db were inadvertently omitted on the initial manufacturer device report number 1220648-2025-27089. D10 added pump information since the initial manufacturer device report number was submitted in accordance with updated procedures. H4 device manufacture date was inadvertently omitted on the initial manufacturer device report number.